Event description:
It was reported that a patient with an implantable neurostimulator experienced difficulty charging their implant following a fall at the end of (B)(6) 2025. The patient believes that one or both of their leads may have been damaged, as they are reportedly located outside the spine on the shoulder blade. An appointment is scheduled for (B)(6) 2025, to conduct x-rays to assess potential lead damage. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.